Event description:
Event description guidant received information that this transvenous defibrillation lead had dislodged, resulting in the delivery of 14 inappropriate shocks. This observation was made two days post implant.